Manufacturer narrative:
D4: unique identifier (UDI) #: the expiration date is not available for this product; therefore, the expiration date portion of the UDI was not included in the MDR submission. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a coupler ring was detached. This occurred while preparing to attach the coupler to the main unit before surgery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and one ring dislodged from the jaw assembly was observed. The reported condition was verified. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. The 2.5mm coupler jaw assembly were returned with the left ring seated in the jaw assembly. During visual inspection, signs of use were visible such as dried blood which is consistent with the complainant¿s statement. During the functional investigation, the jaw assemblies were clicked into the anastomotic instrument (ai) as intended. The knob of the ai was rotated to ensure the jaw assembly would function as intended within the surgical process. There were no observed functional malfunctions with the jaw assembly, however, visual inspection confirmed that the left ring was dislodged from the jaw assembly. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.